Event description:
It was reported that within approximately two months of implant, the right ventricular (rv) lead showed an exit block. The rv lead was explanted and replaced. During the lead replacement, when the new rv lead was connected to the device it did not pace the heart in unipolar or bipolar. The lead was checked again with the analyzer and showed good measurements. The device was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant: 5076-58 implantable pacing lead 2013-(B)(6). (B)(4).